Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. It was further reported that during the clinic check that they could see lv capture and that it appeared that the right ventricular (rv) lead exhibited double counting r waves when the patient was in atrial flutter. Reprogramming was performed for the rv lead and after the patient returned to sinus the settings was brough back down with no further issues seen. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead - implanted: (B)(6) 2022; dtpa2qq crtd - implanted (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.